Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 864 mg/dl. Prior to the event, the customer was at yellowstone park, and would occasionally experience high blood glucose levels. Boluses and manual injections would slightly lower her blood glucose levels, but eventually her blood glucose levels would increase. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother stated that there was a crack on the insulin pump case, near the reservoir compartment. Advised the mother that the insulin pump would be replaced. Nothing further was reported.